Event description:
The facility reported six incidents where at the beginning of a hemodialysis treatment, the machine alarmed "blood leak". Blood could be seen in the dialysis solution. Blood was returned to the pt, dialyzer was changed and problem was resolved. Samples are not available and there were no pt injuries.